Manufacturer narrative:
The drill was returned to the MFR for an unrelated issue and upon eval it was discovered that the hose assembly had an oil leakage. It is unk how the hose assembly was damaged. The hose assembly was replaced and additional preventative maintenance was performed. The drill was returned to the user faculty.

Event description:
While evaluating the pneumatic drill at the MFR, it was reported that oil leaked from the pneumatic hose. This event did not occur during a surgical procedure, so there was no pt involvement. There was no user injury reported, and no adverse consequences alleged with this event.